Event description:
The customer alleges the hyperinflation bag manometer is sticking.

Manufacturer narrative:
Product for this cc has yet to be retrieved from the field. Product from the same lot number that was found in-house was reviewed. 80 ea samples were taken and 3 ea were found to have stuck manometers. Ncmr 1649 has been opened to conduct 100% sort of the remaining in-house product and the supplier has been made aware of the occurrence. This is a repeat issue, and there is a project that has been expedited to convert all hyper skus over to the new premium manometer that has shown promising results in resolving the stuck manometer issue. This project is set to be completed (B)(6) 2021.

Manufacturer narrative:
The investigation is on going and a supplemental MDR will be submitted once it is complete.

Event description:
The customer alleges the hyperinflation bag manometer is sticking.